Event description:
It was reported that the patient was experiencing pain and sharpness at the ipg site. The physician suspected that it was neuritis. The patient was prescribed lidocaine patches.

Event description:
It was reported that the patient was experiencing pain and sharpness at the ipg site. The physician suspected that it was neuritis. The patient was prescribed lidocaine patches. Additional information was received that the patient had difficulty charging the ipg. The patient underwent a spinal cord stimulator (scs) system explant procedure. The explanted ipg and leads were not returned as they were kept by the medical facility.